Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged due to being dropped. Customer stated that the reservoir would not lock into the device properly. Blood glucose level at the time of the incident was 244 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device had minor scratched lcd window, broken battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing o-ring and cracked case at reservoir tube window corners.